Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay to the patientcare workflow since they managed to get the medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that inventory items were obstructing drawers 4 and 5 in the main cabinet, preventing proper drawer closure. A field service engineer opened the back panel of the station, removed all obstructing inventory items behind drawers 4 and 5, and verified drawer functionality. The user successfully ran an inventory check as a test, and all drawers operated correctly. Preventive maintenance was also performed, and inspection and calibration passed. The customer confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay to the patientcare workflow since they managed to get the medication from other station. There were no adverse events or injuries reported based on this event.